Event description:
It was reported a power on reset (por) condition occurred. It was noted message appeared when device changed settings while doing telemetry. Clinician was able to reprogram to original settings and device was working fine. At the time of this report, no further information was reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).